Event description:
A customer reported an issue with their continuous glucose monitor (cgm) displaying error 42. There was no reported adverse impact to the customer's blood glucose level. The customer contacted technical support, which provided instructions for a pump reset. After the reset, the cgm error did not reappear, and the customer successfully started a new sensor session.